Event description:
Alleged when raising head section with a pt in bed, the head section released and lowered as if the CPR had been pulled.

Manufacturer narrative:
The facilities maintenance indicated that he could not duplicate the failure, but he found that the CPR cable was caught on the sliding head cover. He re-routed and wire tired the cable and bed is functioning properly. The facility also replaced the drive screw assembly just to make sure.